Manufacturer narrative:
The field service representative (fsr) resolved the issue by cleaning the cuvettes and flushing/cleaning the wash cup drain lines and waste manifold. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed zero (0) additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the information within the complaint record and the completed investigation, a product deficiency was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The account generated falsely depressed calcium results for 1 patient while using the architect c8000 analyzer. Sid (B)(6) originally tested with a result of 5.2 mg/dl, repeated on the same analyzer with a result of 7.9 mg/dl and on a second analyzer with a result of 8.4 mg/dl. No impact to patient management was reported.